Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy in the s-ICD was deactivated and the s-ICD remains in situ. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy in the s-ICD was deactivated and the s-ICD remains in situ. No additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement of greater than 400 ohms. Review of device data also noted oversensing of noise and changes in amplitude morphology measurements in its history as well. The patient was seen for product testing and manipulation of the system was unable to reproduce any noise and the current impedance measurements fluctuated from 100 to 190 ohms. X-ray imaging did not show any system abnormalities. Tachycardia therapy in the s-ICD was deactivated and the s-ICD remains in situ. No additional adverse patient effects were reported.